Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the electrode pads were disposed of and the device will be replaced. The device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient 72-year-old female patient, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.